Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Further review prompted a change in the device analysis results.

Event description:
It was reported by the patient that she had a grand mal seizure and lost consciousness. The strap of the pouch that holds the patient activator got caught on the chair, and she was "literally hanging" from the chair when someone found her. She had "marks" on her neck from the cord. There were no further patient complications reported as a result of this event.